Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a power source alert. Customer was unable to initiate charging using multiple power sources. Battery was reported to be depleting rapidly. Customer's blood glucose was reported to be 150 mg/dl and pump would continue to be used for insulin therapy until replacement was received.